Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found . The receiver will boot and charge. Receiver functional tester: passed all relevant testing the share log showed no data within the investigation window. The customer complaint confirmation was undetermined because there was no data within the investigation window. The customer complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.